Event description:
A malfunction was reported on a pump, which was preceded by a temperature alarm for 30-45 minutes despite the pump not being hot and not connected to a charger. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, providing the customer with a replacement that includes updated software. The customer agreed to use an alternate form of insulin therapy, manual daily injections, until the new pump was received and also acknowledged the instructions for returning the malfunctioning pump.